Event description:
During the replacement of thios pt's automatic implantable cardioverter defibrillator (aicd). Damaged insulation was noted on this myocardial lead. The lead was capped and replaced with another rate sensing lead.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.